Event description:
It was reported that stimulation was turning off following some type of environmental exposure. The pt reported that the device shut off while she was traveling in (B)(6). The hcp informed the pt that the device was back to the "factory settings." The pt was reprogrammed and the issue was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the patient's device defaulted back to factory settings on multiple occasions. The patient programmer also showed the patient's device as being on and off at the same time. The patient settings were 2.5 volt amplitude, 180 pulse width, and 85 rate. The device was replaced on (B)(6) 2011, and the patient recovered without sequela.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok. Programmer is functionally ok; no anomaly found.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.